Manufacturer narrative:
Eval summary: no fractured components of the plastic are returned for analysis. The fracture might have been caused due to high impact load. It is not known from the per about the condition of the plastic cap before surgery. Also, there is a replacement cap available in case the primary cap is broken or damaged during surgery. Cause cannot be definitively determined. H6: eval: as returned, the cap is missing from the offset head seater. The seater meets specs as measured and appears to be in good condition other than some minor discoloration. Device history records indicate device mfg to spec.

Event description:
It is reported that when impacting the femoral head, the plastic portion of the instrument fractured and disassembled into the wound.